Manufacturer narrative:
Device analysis for lead (B)(4) revealed no anomaly found. Conclusion code belongs to the lead.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3878-75, lot# 0207489726, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care provider (hcp) reported via the company representative (rep) that the patient wasn¿t feeling stimulation in the correct area of their pain. There were no external factors that may have contributed to the event. No troubleshooting/diagnostics performed, all impedances were between 989-1200. Action taken to resolve the event was reprogramming was tried, but the patient didn¿t feel stimulation where they wanted it. The lead was replaced. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.